Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the anterior tibial artery, the target lesion was dilatated using the fox sv at 15 atm. The balloon was advanced further down the tight, tortuous vessel and resistance was met. During the second inflation, as the balloon was inflated to nominal pressure, the balloon ruptured and the guide wire was noticed to have perforated through the side of the balloon. The balloon was completely removed and a different fox sv was used for dilatation. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.